Event description:
The manufacturer received a work order reporting that the everflo device was found with pc board burnt, sieve beds shifting hard/bad. No death. No serious harm or injury was reported. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.